Manufacturer narrative:
The device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that during an av fistulagram the tip of the access wire came off when removing the wire with the introducer from the sheath after gaining access to the fistula. The wire tip was then retrieved with a snare device. Another sheath was placed successfully to finish the procedure. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.